Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s family member that about two weeks after implant the patient was feeling fluttering and went to the doctor. The patient was told that the lead fell off and the patient had another procedure to fix the lead. Follow-up was conducted with the clinic and from the information obtained it was reported that the lead had migrated. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.